Event description:
The customer reported that the device had a defective nav-ring. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. After further communication with the customer per good faith effort response, it was confirmed that while performing maintenance to the device, the device alerted to schedule field correction order implementation. There was no malfunction with the device.